Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) pump due to suspected auto inflation. Physician checked system and found no fluid loss or auto inflation. Decision was made to change the pump as a precaution. A new pump was implanted. No adverse patient effects.